Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 04/06/2016. Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a surgical liver ablation the pump was activated but the waterflow was disturbed. When the generator was activated, there was a temperature alert and the antenna wouldn't work. The problem was solved by using a new antenna. There was no patient injury.